Manufacturer narrative:
The customer¿s experience of infiltration was not confirmed. The syringe module was not returned for investigation. The pump module is neither designed nor intended to detect infiltrations and may not alarm under infiltration conditions. No malfunction of the device is believed to have occurred for the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the IV infiltrated during an infusion of tpn, lipids and fluids. There was no report of patient harm.